Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information received further reported that the patient also experienced urinary tract infection. It was further reported that on (B)(6) 2021, the patient was experiencing or had experienced an open vaginal wound, two to three centimeters in length and one to one and a half centimeters in width, with black-colored material protruding through the anterior vaginal wall. Discharge and bleeding from the wound.

Event description:
Additional information reported to coloplast though not verified, diagnosed and treated for bacterial vaginitis.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. (B)(4). Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
This MDR is created as a follow-up to record (B)(4), initially reported on product code (B)(4) asr exemption # e2014015 for october-november 2016. This MDR is to reflect the additional information to be added to the intial asr report. Additional information reported to coloplast though not verified, indicated the patient was seen in ER for abdominal pain, constipation. CT scan showed large amount of stool and ovarian cysts. Pelvic discomfort; vaginal examination revealed minimal separation with a foreign body visualized in the central apical incision, vaginal spotting after intercourse, mesh exposure, yeast vaginitis, foul odor with vaginal discharge, vaginitis, can feel the mesh at the back of the vagina wall. Speculum exam revealed slightly exposed mesh with no surrounding erythema, excoriation, or bleeding, malodoruous, brow vaginal discharge, dysuria, abdominal pain. Speculum exam revealed a visible surgical "tack" from previous surgery, erythema and slight discharge from this area. Vaginal erosion due to mesh, bacterial vaginosis, and trichomonas vaginitis, dyspareunia, mesh exposure, itching, odor for weeks. On (B)(6) 2017 - feels like wire had perforated through the top of the vagina, intermittent vaginal bleeding. Physical exam noted gray discoloration and a very hard substance. On (B)(6) 2018 - presented to ER with vaginal discharge.